Manufacturer narrative:
The patient's concomitant medical products and dates are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had to recharge the ipg frequently. It was also stated the patient's ipg battery was low. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.